Event description:
The user facility reported that the patient underwent a therapeutic colonoscopy with polypectomy procedure; the procedure was completed with no patient injury and no product problem. However, after two days, the patient was admitted to a nearby hospital due to an abdominal pain. The patient was admitted and a CT scan was performed. The CT scan showed no perforation, but an inflammatory changes on the mid-transverse colon and adjacent mesentery was noted. The patient was provided an antibiotic but no surgical intervention was provided. The patient was discharged from the hospital after five days, and the patient is reportedly doing fine. The patient was scheduled for follow-up CT scan in six months. The charge nurse stated that the inflammatory changes in the colon is a common and possible complications from undergoing a polypectomy with the use of hot biopsy forceps. The charge nurse also reported that they were inconclusive as to what exactly caused the patient outcome.

Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The evaluation found that the device failed the insulation test at the distal end. The distal end cover was found damaged due to burnt mark, dents and scratches. The bending section cover glue was cracked. There was a slight discoloration and noted on the insertion tube. There was a buckle observed below the protector boot of the insertion tube. The device was serviced and return to the user facility. The exact cause of the patient outcome could not be conclusively determined.